Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. Customer support (cs) completed troubleshooting and the basal history matched active basal program settings and the basal delivery totals in total daily does match active basal program total. The bolus totals do not match. (>5% difference). The reporter stated that the patient had a blood glucose (bg) of 39mg/dl with unsteadiness when walking/standing and sluggish. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: pump boots to the verify screen with audible and vibratory features. No eaw¿s occurred during 24hr duration testing. Bolus totals in bolus history are consistent with bolus totals in total daily dose history at time of reported issue. Successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and tdd bolus history correctly showed 20.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Battery compartment is cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.